Event description:
It was reported that the patient experienced asystole and the clinician noted that the patient had an atrioventricular response. A remote transmission observed the right ventricular (rv) lead with oversensing/noise, that appeared to correlate with an operation that occurred the same morning. Follow-up investigation confirmed a loss of capture with the right atrial (ra) lead. Reprogramming was performed, and both leads remain in use. No further patient complications have been reported as a result of this event.